Event description:
The report received states that the physician could not push the wire through the tip to reposition the outback in the vessel. The wire kept coming out the cannula opening while the cannula was retracted. It also appeared the cannula was coming out more lateral vs medial or in an aligned position. There was no damage noted when the packaging was opened. All specified ports were properly flushed. An allstar guidewire was used in the procedure. There were no kinks or bends noted in the guidewire lumen. The needle/cannula was fully retracted prior to insertion of the guidewire. Both outback catheters were from the same lot. There was no reported injury to the patient. The product were returned for evaluation and testing and preliminary analysis for this product stated that an "unknown guidewire is stuck within outback. Needle is protruding 1 cm."

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.